Manufacturer narrative:
This report is filed on october 17, 2017.

Event description:
Per the clinic, the patient experienced extrusion of the device and infection at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, re-implantation is planned but has not taken place as of the date of this report.